Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Per clinical review of the continuous ECG recording, the device was started up at15:55:55 on (B)(6) 2022. At 18:53:13, the patient's rhythm was asystole with CPR/electrode lead fall off. From 18:45:44 to 18:47:48, vf was detected intermittently. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 18:47:48, the patient received a non-lifevest defibrillation. Rhythm at time of treatment was fine vf with CPR/electrode lead fall off. Post shock rhythm was fine vf with CPR/electrode lead fall off. CPR/electrode lead fall off prevented the lifevest from treating the patient. Electrode belt was disconnected at 19:35:28 on (B)(6) 2022. Patient was last seen in asystole with CPR/electrode lead fall off when the electrode belt was disconnected.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.